Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that received a battery out limit alarm, failed battery test alarm and off no power alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they did not notice that the insulin pump died. The customer stated that the insulin pump blank out then received a failed battery test alarm after restart. The customer stated that they received an off no power alarm without a low battery alert. The customer stated that the batteries were not out of than the duration allowed by the insulin pump. The customer stated that the battery compartment and spring were not damaged or corroded. The customer was unable to complete troubleshooting due to call was disconnected. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient called back to continue troubleshooting. The patient stated he had been off the pump since december. Troubleshooting was conducted, and the pump gave an unexpected restart alarm. Cleared the alarm and reset the time and date. The pump then gave an off no power alarm. The battery was replaced, and the screen did not return. Advised the patient that the pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.